Event description:
While prepping the angioguard, the deployment sheath of the device was damaged. The product was not clinically used; therefore, there was no injury to the pt. Analysis of the product revealed that the ptfe coating on the coilwire was damaged.

Manufacturer narrative:
When prepping the device, they discovered it to be faulty. The part affected is the sheath that you pull the protection device into once flushed. Multiple attempts have been made to gather additional information. However, no additional information regarding pt, lesion or procedural characteristics regarding this event has been provided. Pending receipt of additional information, procedural factors are the most likely cause for the event as reported. There were confirmed bends and kinks throughout the guidewire, damaged ptfe coating on the corewire and an open area along the sheath tear away pre-score. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. Except where noted, the specimen device and sheath appear visually and dimensionally correct. The damage to the sheath appears consistent with having been incurred during "docking" of the ecgw filter assembly during preparation. In order to seat the filter into the deployment sheath, tension is applied to the wire shaft while holding the distal end of the sheath in place within the introducer assembly. If the sheath is held in place by pushing distally against the proximal end, further tension applied to the wire shaft can overcome the column strength of the delivery sheath at any point along the tear-away pre-score seam. The scraped ptfe coating on the wire shaft, proximal of the deployment sheath, supports this conjecture. Review of the device history records does not indicate any manufacturing defects or anomalies. Pending receipt of additional information, procedural factors are the most likely root cause for the event as reported. All records indicated that the product was final inspection tested and determined to be acceptable.